Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 235 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy.